Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. It should be noted that the instructions for use for these types of products recommends that: "gently roll the ventricular end of the catheter between your thumb and index finger to 'pop' the slit in the tip open". Without a complaint sample, we are unable to confirm the reported issue or determine potential root cause. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Event description:
Bevd catheter mouth was closed. The hospital had to grab another bevd.1) what was the date you were first informed of this incident?2) did this event occur intra-operatively?3) was there a delay in surgery over 30 minutes?4) were there any adverse consequences to the patient?5) what actions were taken as a result of this incident?(B)(6) 2014:1) date informed : (B)(6) 2014.2) yes was in the or. 3) did not delay surgery more than 30 minutes. 4) no adverse consequences. 5) the or staff implanted a different catheter.